Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that they had a few other patient's that had the same issue of a power on reset (por), 0x400 parity error and therapy stopping. The por was able to be cleared and the patients were receiving therapy.